Manufacturer narrative:
The reported field event of pacing lost in doo mod was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine generator exchange. During the procedure, the patient temporarily flatlined due to pacing inhibition on their implantable cardioverter defibrillator (ICD) during electrocautery. The patient was asymptomatic to the event and the ICD was explanted and replaced.